Event description:
The customer reported signal loss on multiple telemetry transmitters. The signal loss was intermittent and happened for 5-10 seconds each time. The customer estimated that about ten bedside monitors (bsm(s)) with transmitters were experiencing the problem.

Manufacturer narrative:
Details of the complaint: on (B)(6) 2019, customer at mercy health partners reported frequent signal loss with multiple beds on the cns (pu-681ra sn: (B)(6)). The signal loss was sporadic and the beds did not go into signal loss at the same time. The beds would stay in signal loss for 5-10 seconds. Service requested/performed: the wmts was deactivated and replaced with wireless gz telemetry. Investigation conclusion: no further issues have been reported relating to signal loss at mercy health since replacement of the telemetry transmitters with wireless gz telemetry. No device was returned to nka for evaluation for this issue. Based on the provided information, the root cause could not be determined. The overall risk, as determined from the product of probability and severity, is determined to be medium. Additional device information: d11 & c2 concomitant medical devices: the following devices were used in conjunction with the central nurse's station. Telemetry transmitters: model #: ni; sn #: ni; approximate age of the device: ni; device manufacturer date: ni. Bsm(s): model #: ni; sn #: ni; approximate age of the device: ni; device manufacturer date: ni. Additional information: b4. Date of this report. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type?. H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.

Manufacturer narrative:
The customer reported signal loss on multiple telemetry transmitters. The signal loss was intermittent and happened for 5-10 seconds each time. The customer estimated that about ten bsm(s) with transmitters were experiencing the problem. Nihon kohden technical services had a biomedical engineer check the field strength on every bsm with a tele device turned on. All beds had a field strength of fifteen, besides three beds that had tele devices turned off. No patient harm was reported. The wireless medical telemetry service (wmts) was replaced with gz transmitters, which communicate through wi-fi, and the issue was resolved. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical devices: the following devices were used in conjunction with the central nurse's station. Telemetry transmitters, model #: ni, sn #: ni, approximate age of the device: ni, device manufacturer date: ni. Bsm(s), model #: ni, sn #: ni, approximate age of the device: ni, device manufacturer date: ni.

Event description:
The customer reported signal loss on multiple telemetry transmitters. The signal loss was intermittent and happened for 5-10 seconds each time. The customer estimated that about ten bedside monitors (bsm(s)) with transmitters were experiencing the problem.